Event description:
The customer reported, the system failed to display an image intermittently. No report of pt injury.

Event description:
Caller states that customer reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 400s-range mg/dl (advantage) and 180-range mg/dl (doctor's meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.